Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a cardioversion unrelated to the device. Upon interrogation, the pulse generator exhibited noise on the ventricular channel. The patient was asymptomatic to noise. All other electrical measurements were stable. The device was reprogrammed and the patient would continue to be monitored.